Event description:
It was reported to philips that the device had a damaged softkey. There was no patient involvement.

Event description:
It was reported to philips that the device had a damaged softkey. There was no patient involvement.